Event description:
It was reported that the patient presented prior to routine magnetic resonance imaging (MRI). An interrogation of the implantable cardioverter defibrillator (ICD) revealed post- paced t wave over-sensing. Programming interventions were made. There were no patient consequences.